Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states paramedics were called to treated for highs. The customer's blood glucose level at the time of incident was 810mg/dl. The customer's most current level was 407mg/dl. The customer treated the highs with pump and manual injection. The customer was hospitalized for the highs. The customer states they had air bubbles in reservoir. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.